Manufacturer narrative:
The tip of the device is fractured as reported. The fracture originated from where the threaded portion begins. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot number, similar complaints were identified. According to the device history review, it was observed that the instrument has been in the field for approximately 3.5 years. Factors such as consistent use of the instrument throughout its lifetime may have caused fatigue and contributed to fracture. The cause of the reported event is most likely normal wear and tear.

Event description:
It was reported that the threaded tip of an aleutian tlif ii inserter was noticed to be broken off outside the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen.

Event description:
It was reported that the threaded tip of an aleutian tlif ii inserter was noticed to be broken off outside the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen.